Manufacturer narrative:
This report is submitted on january 30, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2018 due to a medical reason and the patient was reimplanted with another device during the same surgery.